Event description:
In (B)(6) 2013 (during 2 year recall period) seprafilm was placed in my abdomen (abd) cavity about 8-10 days after surgery for intestinal kink/blockage (removed a 10 cm section) that product let to my abdomen mid-line incision. From mid of ribs to pelvis bone, splitting open, I got to see my insides, multiple infections, fistulas, pneumonia, blood transfusions, med induced coma, large open wound not healing, multi surgeries over the course of more than a year with rn coming to my home 2 times per week, IV bags of tpn (total par*** nutrition to assist in keeping me alive) every antibiotic they have, even one that can not be exposed to light. I have the growths (bulges), abdomen swelling, severe pain, digestive issues, intussusception part of my intestine slid into another part of the intestine like a telescope (1 cause of this is from surgery on the intestinal tract) always very tired, muscle atrophy, weakness, pain in legs, inability to stand at times due to pain in legs, nausea/vomiting, headaches. I hope for future surgical patients, that with all the published (negative and positive) research on seprafilm that I have read in, journal of medicine, pubmed, psych ed, ama , journal of medicine surgery, too many to list; I hope the product gets banned permanently, I hope that genzyme (makers of seprafilm) are made to compensate families for loss of loved ones, victims of the products' toxic effects, and forced to spend millions in research to find a drug that will reverse the toxic debilitating effects of the use of seprafilm as an adhesion barrier, bladder sling, vaginal mesh, hernia mesh repair product.